Event description:
It was reported that the patient was admitted for gi bleed and dental infection on (B)(6) 2021. Complete blood count showed a hemoglobin of 7 with inr in range. The hemodynamics, pump parameters, kidney function, and echo parameters were acceptable gi bleed was controlled with drug therapy. Colonoscopy/gastroscopy were unremarkable except of a clean based duodenal ulcer without active bleeding. During follow-up, damage to main controller's power cables were noticed, along with an expired backup battery (backup battery fault/low power alarm). The controller was exchanged with backup on (B)(6) 2021, although the new controller also had an expired battery. No equipment was returned for evaluation. The patient was stable. Heartmate 3 lvas implant kit referenced in manufacturer report number # 2916596-2021-06844.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarm due to an expired backup battery was confirmed via the provided log file. However, damage to the controller's power cables was not confirmed. The submitted log files contained 128 days of combined data ((B)(6) 2021 - (B)(6) 2021 per the timestamp). The log files captured a backup battery fault alarm due to a backup battery end of service life fault from the beginning of the log files (captured on (B)(6) 2021) until the last event in the log file (captured on (B)(6) 2021). The alarm briefly cleared on (B)(6) 2021 at 09:58:43 when a backup battery circuit fault was activated; however, the alarm triggered again four seconds later when the backup battery circuit fault cleared and the backup battery end of service life fault reactivated. The alarms did not affect the controller's ability to operate the pump at the set speed. The system controller (serial #: (B)(6)) and the 11v backup battery were not returned for analysis. The root cause of the backup battery fault alarm was determined to be the backup battery being expired. An email with a request for missing meaningful data and event details was sent to the customer, asking if the controller (B)(6) and battery would be returned for evaluation. However, per customer response, the controller (B)(6) and its battery will not be returned for further analysis. As a result, this complaint file will be closed accordantly. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii system controller serial number (B)(6) and 11v backup battery (B)(6) with shipped to the customer on 27jun2018. The hm 11v backup battery (B)(6) use by data of (B)(6) 2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault, lvad fault, and pump off alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains how to replace the system controller backup battery. Additionally, section 5 ¿ ¿surgical procedures¿ explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ explains that strong static discharges should be avoided. Heartmate 3 patient handbook section 1 ¿ ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.